Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu had pm update and replaced keypad due to small puncture near wifi light, rear panel on the wireless card due to a crack near bottom left-most screw and replaced battery due to low capacity shown in battery conditioning test. There was no patient involvement.